Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to trace. On (B)(6) 2026, an echocardiogram was performed and revealed a perforation of the posterior leaflet, causing mr to increase to a grade of 2-3. The previously implanted clip was noted to be stable on both leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury and mitral valve insufficiency/regurgitation associated with recurrent mr was unable to be determined. The reported patient effect of tissue injury and recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to trace. On (B)(6) 2026, an echocardiogram was performed and revealed a perforation of the posterior leaflet, causing mr to increase to a grade of 2-3. The previously implanted clip was noted to be stable on both leaflets.